Event description:
The reporter alleged that during a procedure on (B)(6) 2026, whilst using the console, the surgeon alleged that he received a "current" when the metal part of the hand control is touched. There was no impact or harm to the user or patient. The procedure was completed successfully. At the time of this report, no further information has been provided. Cmr surgical ltd, does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. This report shows all information available at the time of submission.